Event description:
A pump malfunction was reported with malfunction code 16, and the customer was instructed to place the pump into storage mode before returning it to tandem. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy, and the pump will be replaced by cts.